Event description:
The reporter indicated that on (B)(6) 2023 the surgeon tore 13.2mm vicm5_13.2 -9.50 diopter implantable collamer lens during loading. There was no patient contact. A backup lens was used.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).